Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. On an unreported date, the patient was hospitalized for the peritonitis. On an unreported date, the patient began treatment with injections of reflin (1 gram, frequency and route not reported) and injections of fortum (1 gram per day for 1 bag, route not reported) for peritonitis. The outcome of the peritonitis event was unknown. The action taken with pd therapy was not reported. Additional information was requested but was not available at this time. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is same patient as in (B)(4).